Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacturer: yes. H.6. Investigation summary: the lot was manufactured on nfa line 2 from 30mar18 through 5apr18. A non-related qn (B)(4) for canister insertion depth oos was initiated during production; disposition, root cause and corrective action were applied per quality control plan. All other challenge, set up and in process samples were performed in accordance with the quality control plan and all passed per specifications. Received a 22ga nexiva catheter-adapter extension set along with a miscellaneous extension tube and a portion of a bottom tray (packaging). Visual/microscopic evaluation: damage on the outer thread of the straight adapter was observed water-leak test: the water-leak test was performed by connecting a lab provided slip luer to the straight adapter, the unit did not leak on any of its areas. Connection: an attempt to connect a lab provided q-syte the connection was unsuccessful due to the damage on the thread of the adapter. Conclusion(s): the damage observed on the thread of the straight adapter was caused by the manufacturing process and could be a potential cause for leakage.

Event description:
It was reported that before use of the bd nexiva¿ closed IV catheter system, when connecting to the luer lock, there was a leak from the connection part, so it was replaced. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
(B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd nexiva¿ closed IV catheter system, when connecting to the luer lock, there was a leak from the connection part, so it was replaced. There was no report of exposure, injury, or medical intervention noted.